Manufacturer narrative:
Concomitant medical products: 5076-45 lead; 6947m55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The system will be replaced. No further patient complications have been reported as a result of this event.